Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated to the point where it was visible to the patient. The ipp was explanted and replaced with an ambicor. There were no patient complications reported.